Manufacturer narrative:
The peritoneal dialysis cycler was not returned to the manufacturer but an investigation of the device labeling, device history and manufacturing records was conducted. There were no deviations or non-conformances during the manufacturing process. In addition, the investigation confirmed the labeling, material, and process controls were within specification.

Event description:
A patient 's spouse reported that a peritoneal dialysis (pd) patient was hospitalized. The patient's pd nurse reported the peritonitis was due to touch contamination during the month of (B)(6) 2015. The patient was found to have broken aseptic technique during treatment. The patient was subsequently discharged on (B)(6) 2015 and has been able to resume cycler-based treatment. Medical records have been requested.

Manufacturer narrative:
A supplemental report will be submitted upon completion of plant's investigation.